Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log, it confirmed the reported malfunction. After the fault-finding procedure, it was confirmed that the suite pc software caused the problem, as verified by nss. To resolve the problem, the suite pc software and backup file were reloaded and successfully restored, including rsn over vpn files and philips also implanted the correction for software problem. After reloading suite pc software, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.